Manufacturer narrative:
The event occurred in(B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with (B)(6).

Event description:
Customer reported insulin leaked out at the connector connection. No adverse event alleged.a request was made for the return of the device.